Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the high impedances was not determined. The rep attempted to reprogram the patient. The high impedances were not resolved and the patient will be having surgery for a new lead on (B)(6) 2019. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-45, serial#: (B)(4), implanted: (B)(6) 2008, product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator. Product ID: 3778-45, serial/lot #: (B)(4), ubd: 05-nov-2012, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient and manufacturing representative (rep) regarding the patient's implantable neurostimulator (ins) for lumbar radiculopathy. Information was reported that the patient indicated that his device was working pre-op, but they appear to be mistaken. The patient indicated post op they haven't felt paresthesia in months and thought that's how the battery worked. Impedance tests and reprogramming was attempted. The patient's lead appears to be unable to stimulate the patient. The leads 4-7 electrodes are over 40k ohms and 0-3 are above average at 27-33,000. The impedance with reference to electrode 0: 1: 27k ohms 2: 40k ohms 3: 34k ohms 4: 40k ohms 5: 40k ohms 6: 40k ohms 7: 40k ohms reference 1 0: 27k ohms 2: 33k ohms 3: 22800 ohms 4: 40k ohms the patient's new battery goes to oor at only 0.7 to 1.0 amps. No further complications were reported. No additional patient symptoms were reported.